Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose (bg) level (600-700 mg/dl), and high ketone levels. The cause for elevated bg and ketone levels was unknown. Customer was treated with intravenous insulin and fluids, and was released from the hospital on (B)(6) 2019 with no permanent damage.